Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. According to the patient, on (B)(6) 2026, it was stated the patient¿s ¿glucose went up to 1200 mg/dl¿ and that she ended up in the hospital. It was reported the patient was asymptomatic. No other patient or event details were available including treatment details or the length of the patient¿s hospitalization as the call was disconnected. Attempts to reach the patient back for further event clarification were unsuccessful. No product or data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, no specific cgm or bg meter comparison values were reported. However, it was stated the patient¿s ¿glucose went up to 1200 mg/dl¿ and that she ended up in the hospital. It was reported the patient was asymptomatic. No other patient or event details were available including treatment details or the length of the patient¿s hospitalization as the call was disconnected. Attempts to reach the patient back for further event clarification were unsuccessful. No product or data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.